Event description:
Olympus medical systems corp (omsc) was informed that during a hysteroscopic procedure, the pt received a second degree to third degree burn on the left on the correspondent area of the pt plate. The device did not make any kind of error message during the procedure. The hospital was not using the olympus suggested plates, but the "skin tact" plate which was not included in the instruction manual. The doctor wrote that the plate was correctly applied to the pt's body. The procedure was completed with the same device.

Manufacturer narrative:
The subject device returned to olympus medical systems corp (omsc) for eval. No irregularity of the subject device was observed. It was without the error log related to this event. There is the possibility that the pt's plate was not suitable for this procedure, nor the contact of it to the pt was not suitable. The ues-40 instruction manual already states; the connectable pt plates are listed below: olympus maj-897, 3m 7179, 9165. These have been tested and found to be safe. When you intend to use the unit in a configuration that is not listed in the "system chart" in the appendix, confirm that the unit functions safely in that system configuration before proceeding. Note that with certain pt plates, the cqm monitor may malfunction even when the power supply is normal. Improper connection between the pt plate and the pt's skin surface may cause burns. This report is being submitted as a medical device report in an abundance of caution.